Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that a fistula occurred. In (B)(6) 2014, a left atrial appendage (laa) closure procedure was performed. Using a watchman access system, a 33mm watchman closure device was successfully implanted in the laa. One full recapture was performed prior to release due to anchor stability. Upon release, the device was placed distal to and spanned the entire laa ostium with a complete seal noted. Approximately one month post procedure, the patient was hospitalized for a femoral fistula. Surgery was performed for exploration and ligation. The patient was discharged 8 days later and the event was considered resolved.